Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The reporter provided additional information stating that the event occurred on july 9th, 2024 and occurred during surgery. It was reported that the patient was not impacted by the event in any way.

Event description:
It was reported that while using the robotic assisted base station device, satellite station device and an unknown saw interface device, there were reported issues with the satellite station touchscreen. There was also a repeated issue with refreshing the balance screen. They hit the button multiple times and the screen will not refresh. It was reported that this has been and ongoing issue since they've had the system and he doesn't believe it's due to draping. The base station screen refreshes right away with no issue. The reporter also stated the same surgeon feel like all of their sasis are loose and cause wobble at the saw. No specific cases or instances reported. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event is unknown. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. D1, d2, d4: the device brand name, procode, common device name, catalog number, lot serial number and UDI are unknown at this time. H4: unknown. G4: 510(k) unknown.